Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer reported that the pump had charged to 100% and the issue was resolved. The customer¿s blood glucose was 72 (mg/dl).